Event description:
The pt stated for the past couple of weeks he has been experiencing elevated blood glucose from 293-500 mg/dl. The pt is hyperglycemic and hypoglycemic unaware, so he does not have any symptoms when he has high or low blood glucose readings. The pt stated that he tried to control his blood glucose readings with boluses, but his dr took him off infusion device therapy. The pt's dr advised the pt to send in his infusion device to be evaluated for accuracy. During the troubleshooting call, it was discovered that the pt primarily uses his stomach for his infusion site. The pt was advised on using different areas of the body and was educated on scar tissue formation and the symptoms of scar tissue. The pt stated that he was no longer comfortable with using this infusion device and wanted it replaced. The pt was advised that his infusion device would not be replaced. A f/u phone call was conducted to the pt and he rec'd his new infusion device. The pt's blood glucose was running in the 200's mg/dl and he is currently working with his dr regarding his elevated blood glucose. The product has been requested for return to be evaluated.